Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and as hospitalized on (B)(6) 2017. The customer reported that blood glucose at the time of hospitalization was 461mg/dl. The customer was confused and weak and had dry mouth, shortness of breath. The customer was hospitalized for being fatigue and had dry mouth. Patient's current blood glucose was 125mg/dl. The customer treated for high blood glucose by bolus. Based on customer report customer does not allege pump was under delivering. The customer stated previously blood glucose went to 500mg/dl and though he was not having issues now wants to go over high blood glucose testing. The insulin pump will not be returned for analysis.